Event description:
A malfunction alarm was reported, identified by the code "malf 0." There was no adverse impact to the customer's blood glucose level. Customer had not previously reset the pump within the last 24 hours, so technical support provided pump reset instructions and assisted with the reset. The malfunction code did not recur after the reset, allowing the customer to continue using the pump.